Manufacturer narrative:
H.3., h.6.: the complaint sample has been returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a distributor stating the consumer visited the physician and was diagnosed with bacterial infection. Additional information received by consumer's family member states that consumer was diagnosed with bacterial infection and was treated with ofloxacin, combination of levofloxacin and cefmenoxime hydrochloride eye drop for every thirty minutes. On the same day, the consumer sought a new physician visit and was diagnosed with eye fester. The customer was prescribed with current eye drops and told to discontinue wearing contact lenses. The consumer had another follow-up appointment and stated that the eye's symptom remains. The status of the consumer¿s eyes is ongoing at the time of reporting; additional information has been requested but not yet received. Additional information has been received stating that there was no further information available on consumer's current condition.